Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer did not remove the residual air from the cartridge. Tandem technical support informed the caller that not removing the residual air is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customers blood glucose level.